Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported impeded leaflet remains unknown.

Event description:
The information provided to sjm indicated the pt underwent double valve replacement surgery and received a 25mm sjm masters series valve in the mitral position and another MFR's valve in the aortic position. The physician rested the leaflet mobility of the sjm valve and since there is no mobility issues, the valve was implanted. The subvalvular structures were preserved. On an unknown date, an echocardiogram showed immobile leaflet. A few days later, the pt's chest was re-opened and when the physician put a knife to the pericardium, the leaflet immobilization improved without touching the pt's heart. The pt's chest was closed and the valve remains implanted. The pt was reported to be in stable condition and discharged home. It was reported the physician did not know if the immobile leaflet was due to the device or to residual tissue.